Manufacturer narrative:
Review of batch records indicate that the product was released according to specifications.

Event description:
On (B)(6) 2010, use of membragel, 0.8 ml article number 070.101, batch y9146 and straumann bone ceramic, 0.5-1.0, 0.5g, article 070.204 batch t9017. Clinician reports on (B)(6) 2010 after using membragel and straumann bone ceramic the pt had fistula.